Manufacturer narrative:
The pod was received deployed. Inspection of the pod found no damages or manufacturing deficiencies that would result in the reported infection at the infusion site. The exact cause of the reported infection at the infusion site could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with a skin infection called cellulitis. The patient's blood glucose (bg) values reached 250 mg/dl. For treatment, the patient was prescribed an antibiotic and an antifungal topical ointment. The pod was worn between 4 and 24 hours on the leg. The patient was discharged after 45 minutes.